Event description:
Right inguinal hernia repair using progrip mesh at (B)(6) in (B)(6) by dr (B)(6). Within a month I developed hyponitremia, then syndrome of inappropriate antidiuretic hormone (siadh) and have been diagnosed recently with complex regional pain syndrome (crps). I am now disabled. I had the progrip mesh removed (B)(6) 2022 in an attempt to save my life. I have many blood tests which document the start date and progression of the hyponitremia and the siadh. I also have had numerous CT scans, neurological tests, ER visits and mris in the last 7 months, all have shown that there is no other cause to be found for my severe pain, weight loss, atrophy and disability. I am scheduled for a pet scan on (B)(6) and autonomic testing later this month. FDA safety report ID# (B)(4).